Event description:
Reporter stated, revision surgery revealed polyethylene wear of the tibial insert and patella and loosening of the tibial basepalte.

Manufacturer narrative:
Summary of evaluation: the tibial and patellar components can not be evaluated for the reported wear and loss of fixation as they have not been returned to co but rather have been discarded by the hospital. Attempts to obtain lot code information have been unsuccessful.